Event description:
The patient contacted animas on (B)(6) 2012 stating for two week s the ok keypad button had been intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. The patient denied any recent trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the "ok" and "up" keys respond intermittently. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "ok", "down" and "up" contact buttons. Unrelated this, the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen: contrast returned to normal with the test screen.